Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018 at 10:30 am 5 beats were visually noted to be missing for one patient and an asystole alarm was expected but none was provided at the information center. There was no patient harm described.